Event description:
It was reported that the device had an occlusion error and broken case. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected, d3 - manufacturing plant address 1, city and zip code. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Performance verification tests triggered a cassette not attached properly alarm. The downstream occlusion (dso) sensor, dso seal and latch lock flex sensor were all replaced to address this issue. The service history review had no indication that the complaint was related to a service of the device within the review period.